Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced stapler log review shows the instrument was installed on the system 5 times and fired 5 reloads (2 black, followed by 3 green). On installation 1, the system failed to detect the reload color and the user manually selected the black reload. The first clamp was successful, and the firing was completed with 4-5 pauses for compression. On installation 2, all clamps were successful, and the firing was completed with 2 pauses for compression. On installation 3, the firing was completed with no pauses for compression. On installation 4, the first clamp was successful, but was followed by a firing failure and the instrument was successfully unclamped following the failure. On installation 5, all clamps were successful, but were followed by a firing failure and the instrument was again successfully unclamped following the failure and not used again in the procedure. There were no stapler related errors in the system logs. A system log review did not reveal any system errors that would have caused or contributed to the reported event. Note: refer to medwatch reports (MDR) with patient identifier (B)(6) for MDR submission of the events logged against the other green sureform 60 reload. Section d10 concomitant products: sureform 60 instrument (part number: 480460-9, lot number: t14230420-0130).

Event description:
It was reported that during a da vinci assisted sleeve gastrectomy, the sureform 60 stapler experienced a tissue push using a green reload paired with ethicon buttress material. The surgeon used another green reload, without buttress material, to revise the staple line, yet the same thing occurred. Finally, she used a laparoscopic stapler through the existing 12mm cannula to repair the staple line by resecting even more tissue. The surgeon then over sewed the staple line and completed the procedure robotically.